Manufacturer narrative:
The insulin pump was received with button error alarm and the act button had intermittent response due to flattened button dome switch. The device had cracked reservoir tube lip, minor scratches on the lcd window, scratched reservoir tube window, and stained address/serial number label. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 317 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.